Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results are as follows: three devices were received and evaluated for the complaint regarding the device fell off event. All three devices were received and inspected; due to the foam pad used condition, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Event description:
The patient's doctor office reported the v-go device fell off the patient because of patient sweating excessively.

Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results are as follows: three devices were received and evaluated for the complaint regarding the device fell off event. All three devices were received and inspected; due to the foam pad used condition, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.